Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation; however, it was noted that the shaft was broken. The device was completely removed and the procedure was completed with a different device. There was a short delay of procedure, approximately 10 minutes but there was no patient harm reported and the patient was fine.